Event description:
It was reported patient underwent a distal femoral replacement procedure on (B)(6) 2013. During the procedure, the oss femoral bushings would not engage into the oss femoral component. Another set of femoral bushings were utilized to complete the procedure.

Manufacturer narrative:
Examination of another unit from the same lot found evidence of product non-conformance. During the evaluation, the holes in the femoral component that receive the bushings were undersized. This was a two unit lot which included the unit implanted and the one that was evaluated. This is an isolated incident.